Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery depleted quicker than expected. Customer's blood glucose level was 139 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.